Event description:
While the nurse was administering medication intramuscularly with the listed syringe. The needle prematurely retracted into the barel of the syringe, the medication administration had to be stopped and a new syringe and medication used at a different injection site. Also, due to the syringe having more than 0.5ml of medication remaining in the barrel, the needle would not fully retract into the barrel as designed presenting a potential needle stick hazarad. Medication being injected was flupheanzine decanoate.